Event description:
It was reported that the right ventricular (rv) lead supra vena cava (svc) impedance was greater than 200 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the full lead in segments was returned analyzed and the conductor was fractured. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.